Event description:
It was reported via a call to the manufacturer from the vns patient's spouse that the vns depression patient was experiencing some depression issues and had contacted the manufacturer to obtain names of different physicians that work with vns patients so that he could make an appointment, as the device had not been checked in "several years", and the original physician was no longer following vns patients. The patient was provided with a physician's contact information to make a follow up appointment. Further follow up with the physician's office revealed that an appointment was made, however, the patient cancelled and no follow up appointment is scheduled at this time. Therefore, there is no additional information available regarding the cause of the worsening depression, the relationship to vns therapy, or diagnostic test results to verify proper device function.